Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, with these two iol¿s, they were loaded by two different techs, with a different cartridge, and a different injector each time (in the same patient). They were performed on the same patient, using the same ( toric & sphere) iol power & model with, I believe, the same reference numbers. As they didn't have a third iol of that power, they obtained a preloaded toric iol of the same power but the colorless version. On the initial attempt to place in the patient, it was inadvertently injected outside of the patient¿s eye. Therefore, it had to be manually loaded and then injected which proceeded uneventfully. The first iol had the tip of the of the leading haptic truncated off, the trailing haptic broke such that two separate pieces of the haptic broke off, and the edge of the iol optic and surface of the iol had some damage. The second iol injected, and the optic was cut nearly completely in halves down the middle of the optic. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.